Event description:
It was reported that the patient experienced a loss of therapeutic effect following an unrelated medical procedure 14 days prior. The device was not working. The patient requested reprogramming during a suture removal procedure. It was further reported that the patient¿s leg stimulation was not working correctly. The stimulation was functioning at a very high rate. It was further reported that the patient was told 4 electrodes weren¿t working. The patient was in pain. It was reported that a company representative met with the patient and reprogrammed her device. The patient was given 3 new groups to use. The physician felt she had good coverage and there were no longer any stimulation issues. The patient left satisfied.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v386351, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot# v029694, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v375109, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n140442, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n138329, implanted: (B)(6) 2010, product type lead; product ID 3550-09, lot# lc3722, implanted: (B)(6) 2005, product type accessory; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-45, lot# v386351, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v375109, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n138329, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n140442, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Further follow up information reported that it was undetermined as to the cause of the lack of effect and no interventions were planned. It was reported that the patient was doing fine and receiving effective therapy.